Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure. According to the complainant, during the procedure the snare broke off in the patient. The procedure was completed with another captivator snare. Additional information received from account on 30jun2016: additional information received indicated that the physician cut the handle of the snare and left it inside the patient. The patient was then transported to an endoscopy suite where the snare and polyp were successfully removed. There were no patient complications at the conclusion of the procedure and the patient was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable o determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure. According to the complainant, during the procedure the snare broke off in the patient. The procedure was completed with another captivator snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the wire and the catheter cut in the middle of the device and the wire kinked in the middle of the device. The loop was not returned. The device was found to have evidence of a mechanical cut, which is consistent with the event description. Review and analysis of all available information fails to indicate a probable root cause and is therefore undeterminable. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure. According to the complainant, during the procedure the snare broke off in the patient. The procedure was completed with another captivator snare. Additional information received from account on 30jun2016: additional information received indicated that the physician cut the handle of the snare and left it inside the patient. The patient was then transported to an endoscopy suite where the snare and polyp were successfully removed. There were no patient complications at the conclusion of the procedure and the patient was reported to be fine.